Manufacturer narrative:
Two pictures were used for investigation. Upon inspection of the photos it was found that droplets were in the pilot balloon. No root cause could be determined at this time since the sample needs to be tested. If the device is returned the investigation will be reopened. DHR was not performed as no lot number was provided.

Event description:
It was reported that during the use of the product, the customer noticed there had some water droplets both in the cuff and the pilot balloon. So he stopped using it. No patient injury.